Event description:
Major pump unit(s) involved: device thrombosis.additional text: ldh 1295.specific component(s) involved: pump drive unit malfunction.additional text: hemolosis, pump malfunction, broken bend relief.other component:causative or contributing factor: patient non-compliance in device maintenance/protection.other cause:intervention(s): replacement of pump.other intervention :implant device type: lvad.

Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: pump drive unit malfunction.